Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that her daughter's blood glucose levels were above 500 mg/dl. Several alerts were also received on the controller. The patient was seen at (B)(6) 2025. The patient exhibited symptoms including headaches, irritability, and stomach pain. Insulin had been administered manually, and the patient was hospitalized with a discharge date of (B)(6) 2025. At the time of the report, after correction doses, the patient's blood glucose level was 182 mg/dl.